Event description:
It was reported that the system was explanted due to vegetation on the right ventricular lead. The origin of the infection was not confirmed. The patient history indicates possible sources or related conditions. The patient was placed on antibiotics and was stable following the procedure.

Manufacturer narrative:
Date of explant should have been (B)(6) 2020.

Manufacturer narrative:
Analysis was normal no anomalies were noted. Interrogation of the device revealed it was above the elective replacement indicator eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).